Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient had been scheduled for a revision procedure following a scheduled in-clinic follow-up. Both the rv and lv pacing impedance measurements were greater than 2000 ohms associated with loss of capture. Ts was informed that when the lv configuration was reprogrammed to lv (tip) to can, the impedance measurement was normal but the rv measurement was still out-of-range (oor). The patient was presented to the electrophysiology (ep) laboratory and the pocket was opened. The leads were tested with a pacing system analyzer (psa) and both of the leads impedance measurements were normal. The pacing thresholds in the rv and lv were 1.9 volts at 0.4 ms and 4.1 volts at 1.0 ms respectively. No issues were identified with device sensing. The physician commented that the rv distal port was discolored. However, when the leads were reconnected, the pacing impedance measurements were normal. Based on an estimated remaining longevity calculation, the physician elected to replace the chronic device. Both the rv and lv leads remained ins-service. When the chronic leads were connected to the replacement device, no issue were identified.

Event description:
Boston scientific received information that this device system exhibited increased right ventricular (rv) pace impedance measurements greater than 2,000 ohms. Upon review, one episode had noise lasting 1.5 seconds, resulting in appropriate storage of non-sustained ventricular tachycardia. Technical services discussed evaluation recommendations. To date, no adverse patient effects were reported with this clinical observation.